Manufacturer narrative:
A review of the batch records revealed no evidence that non-conforming products were released from this batch. Based on a review of the provided information, the reported loosening was confirmed. There is no indication that the reported loosening was device related as no device or manufacturing related issues have been identified. The investigation is on-going in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported that a prescription form was received requesting the manufacture of a custom made prosthesis for the reconstruction of the knee due to progressive loosening.

Manufacturer narrative:
The revision surgery was carried out on the (B)(6) 2017 with no reported complications. The exact cause of the reported event could not be determined because the device was not returned for evaluation, this is needed to complete the investigation to determining the root cause. The device had been implanted for 7 years with no reported issues. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Siw will continue to monitor for trends. Device not returned.

Event description:
It was reported that a prescription form was received requesting the manufacture of a custom made prosthesis for the reconstruction of the knee due to progressive loosening.